Event description:
The customer received a questionable creatinine jaffe result for one patient sample. The initial result was 3.86 mg/dl with a data flag and was reported to the patient. On the following day, the physician called the lab asking about the result as the patient did not have any clinical evidence of problems. The lab repeated the same sample on (B)(6) 2013 and the result was 1.05 mg/dl. No adverse event was reported. The creatinine r1 reagent lot for the initial result was 667844. The creatinine r1 reagent lot for the repeat result was 663057. The expiration dates were not provided. The field service representative found the rinse station tubes were dirty and partially blocked at positions 8 and 1. He cleaned the rinse station tubes and the customer performed cell wash and cell blank. The customer also adjusted the z movement of the sample probe and performed a precision test which was successful. As part of the investigation, the plotted kinetics of both creatinine results were reviewed. It was determined irregularities for the high result were indicated and it seemed that something dropped into the cuvette. It was determined the issue was solved by service actions performed by the field service representative.

Manufacturer narrative:
This event occurred in (B)(6).